Manufacturer narrative:
Following the reported event, the integrated digital rack was removed from service. A steris service technician inspected the digital surgical rack and identified that the amplifier, a component of the integrated digital surgical rack, shorted causing the reported event to occur. The technician replaced the amplifier, tested the integrated digital surgical rack, and found it to be operating properly. The integrated digital rack was returned to service. The unit was installed at the customer's location in 2015 and no additional issues have been reported.

Event description:
The user facility reported a burning odor emitting from their integrated digital surgical rack. The burning odor was detected after all cases were completed for the day; no report of injury, procedure delay, or cancellation.